Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a polyethylene insert exchange approximately 4 years and 5 months post-implantation due to instability. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6. The cmp was not confirmed. Visual examination of the provided picture identified an explanted articular surface component covered in bio-debris. Part and lot information was not identifiable from the picture provided. No product was returned therefore no further evaluations can be made. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.